Event description:
The user experienced pain and swelling in the area where the implant was placed, and noticed stains on the pillow where the ear rested on the pillow. The user self-medicated with dexamethasone neomycin drops and pancef antibiotics. The user then noticed the electrode sticking out of the ear canal and cut it off with scissors. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode extruded into the external ear canal, which was likely causing the reported pain and swelling. Reportedly the recipient cut the extruded electrode. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user experienced pain and swelling in the area where the implant was placed, and noticed stains on the pillow where the ear rested on the pillow. The user self-medicated with dexamethasone neomycin drops and pancef antibiotics. The user then noticed the electrode sticking out of the ear canal and cut it off with scissors. The user has been explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode extruded into the external ear canal, which was likely causing the reported pain and swelling. Reportedly the recipient cut the extruded electrode. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced pain and swelling in the area where the implant was placed, and noticed stains on the pillow where the ear rested on the pillow. The user self-medicated with dexamethasone neomycin drops and pancef antibiotics. The user then noticed the electrode sticking out of the ear canal and cut it off with scissors. Re-implantation is being considered.